Manufacturer narrative:
Section h6 "appropriate term / code not available": skin hypergranulation additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the retention disc was loose, stoma leakage, skin hypergranulation, and tube migration.